Manufacturer narrative:
Event date was asked but unknown. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the silicone tube and the twist clamp became disconnected. The incident happened while the device was connected to the patient. There was a leak noticed when the patient woke up in the morning. There was no patient injury or medical intervention associated with this event. No additional information is available.